Event description:
The device was implanted on 7/18/96, for infusion of fudr through the gastroduodenal/hepatic artery for treatment of cancer. On 3/11/97, the facility's or supply person contacted the MFR's customer service rep and informed her that the device was removed due to the pt having an allergic reaction to the medication. No further details were provided.